Event description:
Device malfunction: suture deployment issue. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide at device attempted arteriotomy closure after an unspecified procedure. The physician deployed the needles and captured the suture link; he cut the link and parked the foot. The device was removed from the arteriotomy; however, the suture and the knot came out of the wound tract. Hemostasis was achieved by manual compression. There was no reported adverse pt effect. Though requested, no additional info available.

Manufacturer narrative:
The customer reported the device discarded. The lot number was not identified; therefore, a device history record review could not be performed.